Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recoded a ventricular tachycardia (vt) event where a beat is under sensed. There was ineffective anti-tachycardia pacing, and an electric shock puts the patient into a ventricular arrhythmia. After analyzing the event, it was difficult to determine if the arrhythmia was supraventricular tachycardia with premature ventricular contraction or a slow ventricular tachycardia. All available therapy was exhausted. The ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recoded a ventricular tachycardia (vt) event where a beat is under sensed. There was ineffective anti-tachycardia pacing, and an electric shock puts the patient into a ventricular arrhythmia. After analyzing the event, it was difficult to determine if the arrhythmia was supraventricular tachycardia with premature ventricular contraction or a slow ventricular tachycardia. All available therapy was exhausted. Additional information was received from the field representative mentioning that the patient has been difficult to program since he was implanted and has been admitted several times since. He has profound sinus bradycardia, a pr interval of 420ms, and an intermittent rate dependent block. He also has documented slow vt. He was admitted, and they went thru the episodes and his programming with several attending physicians and the hospitalist at bedside. The doctors initially thought the episode was slow vt, since he blocks at high rates. But ekgs from last year shows he has also conducted at 110bpm. The doctors looked at other episodes for comparison, most of which are clearly non-sustained ventricular tachycardia. They decided to lower rhythm ID match to 88% and extend the detection time in the slow vt zone of 110bpm to 30 seconds. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.